Manufacturer narrative:
Evaluation summary: the reported failure code 810:04 was confirmed during testing.

Event description:
The facility sent an infusion pump with paperwork stating that it had a failure code 810:04. It was not known if this occurred while infusing on a patient. Although information was requested, none was available on medication delivered, the pump's programming and patient demographics. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.